Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the vessel was non-tortuous with no calcification. It was reported that the physician was attempting too adjust the stent graft and pulled the graft down to far. The physician inplanted an aortic cuff, covering half of the renal artery. The physician then elected to monitor the patient. Final angiogram demonstrated there were no endoleaks. It has reported that the patient has not had any further intervention and no clinical sequelae were reported, and the patient is reported to be fine.